Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to have been experiencing error 40096 and power cycled multiple times with no success. The technical support engineer (tse) verified the logs and found error 311 in the logs on the tower. The customer cancelled the case. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse power cycled the system multiple times, updated the system and verified the functionality. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.